Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Sus voluntary event report - mw5062138.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced no audio output and an adverse event on (B)(6) 2016. Patient stated that they have no hypoglycemia symptoms so they were sponsored for a dexcom continuous glucose monitor (cgm). Patient reported that they were pregnant and experience hypoglycemia frequently, especially during the night. Patient stated that the receiver does not give noise and only vibrates so that they are unable to hear it and their partner must wake them up to treat the hypoglycemia. No additional event or patient information was provided. The patient was using the cgm device while pregnant. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.